Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly for additional information. Despite reasonable attempts, six (6), no additional information had been provided. The questions regarding the severity of the burn and the type/manufacturer of the fiber remained unanswered. A review of the subject device history records (DHR) determined that the subject device was manufactured, tested, and found to have met all lumenis specifications prior to release of sale. The system was manufactured on 31-jan-2019 and installed at the customers site on 05-apr-2019. A lumenis service engineer visited the site eight(8) day after the reported event. Upon inspection, the engineer could not duplicate the reported "fiber problem". The biomed did not have the fiber that was used during the case. The engineer performed pm. Added coolant. Checked breaker, e-stop and foot pedal operation. Checked optics and blast shield. Checked energy out and centration. System meets lumenis spec and was returned to the facility safe and ready for use. According to the gso expert, after reviewing the log file of the system it was reviled that the user facility used a non-lumenis fiber. According to the report, during a procedure, a user went to remove the fiber and burn their fingers. No report of patient injury or complications was received. It is likely that the event was the result of handling the fiber before letting it to cool enough. All lumenis fibers are bonded into the metal ferrule. Because there is a layer of glue between the fiber and the metal ferrule, any failure of the fiber in the connector or misalignment of the laser beam will first of all cause the glue to be burned. This in turn will cause the blast shield to fail with very obvious noise, smell and performance loss. Furthermore, the glue burning occurs very fast, in a couple of seconds. The time constant of the connector thermal response is about 100 seconds. Therefore, the connector heating before the glue burning is negligible, and it is highly unlikely to be burned by it. Lumenis is not the manufacturer of the fiber whose fiber connector was reported to have overheated in this event. The manufacturer of the fiber has been made aware of the fiber issue. Although there is no evidence that a lumenis product had malfunctioned in this event, and the incident did not cause or contribute to any change in the patient's condition, the event caused a burn to staff. While the information received to date does not confirm that a serious injury occurred, because of the lack of information regarding the injury leaving a permanent impairment, lumenis determined that this event is still reportable as a lumenis laser system was a contributory part of the event. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120h laser was being utilized, a user went to remove the fiber and burn their fingers. No report of patient injury was received, and the event did not cause or contribute to any change in the patient's condition.